Manufacturer narrative:
The investigation determined that reproducible false positive vitros anti-hbs results were obtained from a single patient sample run on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. However, an unknown sample interferent could not be ruled out as a potential contributing factor. There was insufficient sample volume available to test the sample for the presence of heterophilic antibodies that could interfere with the vitros anti-hbs assay. The root cause of this event is unknown.

Event description:
The customer obtained reproducible false positive vitros anti-hbs results (B)(6) from a single patient sample run on the vitros eciq immunodiagnostic system. Additional testing of the same patient sample using an alternate, non-vitros method determined that the expected result was anti-hbs negative (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).